Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the limb. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation. The balloon was removed from the patient's body using the normal method and the procedure was completed without any device replacement, the desired treatment was completed. No complications were reported and the patient was good post procedure.